Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) will freeze randomly and goes to a blue screen. The bme reports that when they rebooted the cns that it will go to the application, work for a couple of minutes and then it will freeze again. No patient harm was reported. Nihon kohden technician advised the bme that a new hard drive could resolve this issue but the bme said the device is under warranty with a different company so the bme will have go through them to see what they can do to resolve the issue. No further information or complaints of this type for this device have been received to date.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) will freeze randomly and goes to a blue screen. The bme reports that when they rebooted the cns that it will go to the application, work for a couple of minutes and then it will freeze again. No patient harm was reported. Nihon kohden technician advised the bme that a new harddrive could resolve this issue but the bme said the device is under warranty with a different company so the bme will have go through them to see what they can do to resolve the issue. No further information or complaints of this type for this device have been received to date.